Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the device has the smr5 firmware, which triggered the battery depletion (bd) error due to an increase in power consumption. Technical services recommended replacing the device and returning it for product analysis. At this time, the device remains in service. No adverse patient effects were reported.